Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was tube push off nonpatient end needle. This event occurred 10 times. The following information was provided by the initial reporter and translated to english. The customer stated: "these tubes pump out of holder, not others. They use vacuette quickshield complete needles. This happen every days many times." Additional information provided in email of 6 september: "when you put tube to holder it pump down from needle/sleeve. About 10 cases."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water using a bd single use holder and multi sample needle and no issues were observed relating to tube push off as all samples met specifications. This type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and / or the level of lubrication of the non-patient needle. Customer is using a competitor's acquisition device. Bd does not make any claims that the devices are compatible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.